Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, assisted customer with resetting pump, and customer was advised to call back if issue persisted.